Event description:
It was reported that this device was explanted due to premature battery depletion (pbd) . This device was successfully replaced. No additional adverse patient effects were reported.